Manufacturer narrative:
(B)(6) 2011-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter had a cracked display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The patient continued to take his usual dose of medication. About 12 hours after the alleged issue begun, the patient claimed he felt a symptom of thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient left the subject meter on the top of his car resulting to the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.